Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this subcutaneous implantable cardioverter defibrillator (s-ICD) implant the programmer was not picking up the intended device but rather this device which was in the hallway. Since the programmer was scanning this device it was used and successfully implanted. No adverse patient effects were reported.